Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported on (B)(6) 2011 patient underwent colonoscopy with snare polypectomy and monopolar hot wire fulguration of colon polyps. It was reported that patient underwent transvaginal urethrolysis and removal of vaginal sling and harvesting and placement of fascial vaginal sling on (B)(6) 2010 due to severe mixed urinary incontinence and voiding dysfunction and obstruction following earlier surgeries. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced severe pain and discomfort, chronic and pelvic vaginal area pain, severe urinary and vaginal infections, urinary leakage, lower abdominal and vaginal area inflammation, frequency and urgency to urinate, pain during intercourse, physical pain, and back pain. It was reported that patient underwent supra pubic placement, transvaginal urethrolysis and removal of vaginal sling on (B)(6) 2010.